Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Dentsply sirona china: information from ds china maintenance center: goods issue date: 2021-01; within warranty: no; maintenance record: after the malfunction, there is no maintenance record. Failure analysis: due to the fact that the customer has not sent it for repair, the possible causes are as follows: 1. The machine head is deformed and stuck. 2. The drive shaft of the bending machine head is stuck. This case is classified as a equipment or accessory consumable failure. We recommend to send it for repair in a timely manner. Sav other : all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a x-smart plus version 0202 malfunctioned during use. No injury occurred.